Manufacturer narrative:
Currently implanted.

Event description:
The dentist reported that the abutment screw fractured.

Manufacturer narrative:
The investigator was unable to confirm the reported event as the product was not returned and radiographs were not provided for review. No lot number was provided; therefore, device history record and complaint history reviews could not be completed. No definitive root cause has been determined. (B)(4).